Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led, an evaluation of one suturing device opened by the account without the packaging and four reloads, one sealed and three opened by the account. The visual inspection of the opened sulu noted that the needle was disengaged from the suture. The needle was not received. No fraying was noted at the end of the suture. Three needles were received sealed in packages. Each of the sealed needles was loaded onto the subject instrument. Each needle was found to function properly when applied through layers of test media. Pressure was exerted on each needle in all directions and from both sides of each jaw to simulate clinical conditions. Each needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling each needle. Should new information become available, the file will be re-opened and the investigation summary will be amended.

Event description:
According to the reporter, during an endoscopy involving the abdomen the scrub tech encountered difficulties loading the reloads into the handle. The tech ended up repositioning the needle in the cartridge and by jiggling the device the tech was finally able to load the reload. The device worked fine once loaded.

Manufacturer narrative:
Ftr# (B)(4). Post market vigilance (pmv) led an evaluation of one endo stitch* 10mm suturing device opened by the account without the packaging and four endo stitch* surgidac*2/0 48 grn dlu su, one sealed and three opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the opened sulu noted that the needle was disengaged from the suture. The needle was not received. No fraying was noted at the end of the suture. Three needles were received sealed in packages. Each of the sealed needles was loaded onto the subject instrument. Each needle was found to function properly when applied through layers of test media. Pressure was exerted on each needle in all directions and from both sides of each jaw to simulate clinical conditions. Each needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling each needle. The most probable root cause for the secondary unrelated condition of needle detached from suture is the suture undergoing tension. Should new information become available, the file will be re-opened and the investigation summary will be amended.